Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: all available information was investigated and the reported leak was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported leak and observed polyimide tubing protrusion appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as leaking was noted before device use. It was reported that during preparation of the clip delivery system, and while flushing the device, leaking was observed at the gripper lever cap. As trouble shooting, the cap was untightened and then re-tightened without issues, however, the leaking remained at the gripper lever cap. The device was set aside and not used in a patient. There was no patient involvement. No additional information was provided regarding this device issue.